Event description:
It was reported that during a clinic check, the device had no telemetry and a magnet test showed that the device "does not work at all." At the clinic check 3 months previous, the device was working properly. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
The device was explanted and replaced. The patient was a participant in the system longevity study (sls).

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.